Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder") and inflammation ("constant imflamation"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder and inflammation outcome was unknown. The reporter considered autoimmune disorder, inflammation and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. New event autoimmune disorder and inflammation nos were added. New reporter also added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune disorder"), inflammation ("constant imflamation") and abdominal distension ("bloated") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterctomy by davinci method). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, inflammation, abdominal distension and weight decreased outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, inflammation, medical device removal and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune disorder"), inflammation ("constant imflamation") and abdominal distension ("bloated") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterctomy by davinci method). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, inflammation, abdominal distension and weight decreased outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, inflammation, medical device removal and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2020: social media received. New reporter added. Event added : bloated. Fu6, fu7 and fu8 processed together. On 23-mar-2020: social media received. New reporter was added. Fu6, fu7 and fu8 processed together. On 23-mar-2020: social media received. New reporter was added. Fu6, fu7 and fu8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune disorder"), inflammation ("constant imflamation") and abdominal distension ("bloated") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterctomy by davinci method). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, inflammation, abdominal distension and weight decreased outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, inflammation, medical device removal and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc, updated imdrf code based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune disorder"), inflammation ("constant imflamation"), abdominal distension ("bloated"), fatigue ("fatigue") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterctomy by davinci method). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, inflammation, abdominal distension and weight decreased outcome was unknown and the fatigue and arthralgia had not resolved. The reporter considered abdominal distension, arthralgia, autoimmune disorder, fatigue, inflammation, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Fatigue, joint pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. Reporter information added. Events: fatigue, joint pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had davinci hysterctomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: quality-safety evaluation of ptc (product technical complaint). On 3-dec-2019: fu 1 & 2 were processed together. Social media received. Date of explant and reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.